Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. After the disk analysis was reviewed by technical services, it was determined that high rate atrial sensing was causing the battery to deplete faster, as it can impact power consumption. Technical services recommended that the physician should consider methods to reduce the afib, and to consider reprogramming to a non-atrial based brady mode and turn off the atrial sensing lead if clinically appropriate. No adverse effects to the patient were reported.